Manufacturer narrative:
The insulin pump was received with a47 alarms in alarm history due to corrupted history file. The insulin pump passed displacement and self tests. No unexpected a47 alarms noted during our testing. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that insulin pump alarmed a generic alarm. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).